Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed stent damage. There was one strut in the second proximal row was flared/bent back distally and one strut in the third proximal row was lifted. The balloon was tightly folded and the stent was located between the markerbands. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. Upon unpacking the 32x2.5mm taxus liberte stent delivery system (sds) it was noted that a stent strut got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. Upon unpacking the 32x2.5mm taxus liberte stent delivery system (sds) it was noted that a stent strut got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.